Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During revision surgery, the physician explanted and replaced the balloon. There were no further patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the reported onset occurring in january 2025. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence. During revision surgery, the physician explanted and replaced the balloon. There were no further patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the reported onset occurring in january2025. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.